Manufacturer narrative:
One c1535 marker was received with evidence of use in a procedure. The clear flexible introducer has been removed from the applier shaft. The marker has been deployed. Approximately 1 in from distal end of flexible introducer is bent. Approximately 1/2 an inch of the applier shaft cover is missing from applier shaft. Pictures provided support these observations. The IFU states that resistance is normal during removal of the tissue marker as the instrument disengages from the probe. Although a definitive root cause has not been determined, based on our knowledge of the device design and its prescribed use, the most likely scenario is that some tissue may have been blocking the probe, causing resistance. Some resistance is normal during removal of the marker. However, if excessive resistance is felt, instructions are provided within the IFU to remove the probe and marker device as one unit. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The sales rep in (B)(4) reported that placement of a clip in vacora procedure. When removing the stylet, after his activation, this would not come out, the doctor seeking by several methods, and leaving a portion inside the patient. The doctor indicated that the vacora coaxial has no edge, and that the procedure is indicated to removed direct and liner, there is not a reason for the stylet do not go out, he explains that after the clip was activated the stylet was opened/ was split.